Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after the surgeon inserted the space maker into the patient's body, he put gas through the balloon trocar and the gas began to leak out.